Manufacturer narrative:
(B)(4). Lip, dried bodily fluids. The analysis results found that the device was received with two malformed clips jammed in the jaws. Upon testing, it could not further feed clips upon cycling of the trigger. The device was disassembled and 7 clips were found adhered to the clips track due to excessive dried body fluids. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was a note on the device that stated it would not work. There was no other information available. They used a second device and continued with the procedure.